Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and the right atrial (ra) and right ventricular (rv) leads from another manufacturer were checked following an unrelated procedure. Boston scientific technical services (ts) reviewed device data from the last 72 hours. It was noted that an atrial arrhythmia was present, and stored episodes showed noise and oversensing on both the ra and rv leads two days prior to the procedure. The ra is 97% paced and the rv is 58 % paced. No out of range measurements were observed and the presenting electrogram (egm) showed the device was operating as programmed. The system remains in service. No adverse patient effects were reported.